Event description:
The customer reported did not receive the low power alert, prior to the low power alarm sounding and the device subsequently shutting down due to insufficient battery power. The customer's blood glucose level was impacted (in the 200 mg/dl range).

Manufacturer narrative:
The device is expected to be returned; however,the device has not yet been received. A supplemental report will be submitted if the device is received.